Event description:
It was reported that the foley catheter balloon was not inflating correctly. Sometimes as you are injecting the water in to inflate the balloon it appears to go the wrong way, so not into the balloon but down the catheter.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling as it states. Caution: do not aspirate urine through drainage funnel wall. Recommended inflation capacities; 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 30cc balloon: use 35ml sterile water; do not exceed recommended capacities. Valve type: use luer slip syringe. Do not use needle. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not inflating correctly. Sometimes as you are injecting the water in to inflate the balloon it appears to go the wrong way, so not into the balloon but down the catheter.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: the investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.